Event description:
According to the surgeon's report, this pt's device was explanted, due to a chronic skin flap infection and breakdown, two years after implantation. Hte pt is said to have manipulated the wound. The date of the explantation surgery was not reported. A surgery to implant the contralateral skin is scheduled for 2006.